Event description:
It was reported that the pt was complaining of chest pain and diagnostics were performed which showed high lead impedance results. Revision surgery is likely, but has not occurred to date. Attempts for further information have been unsuccessful to date.